Event description:
It was reported that the pt was hospitalized with elevated blood glucose and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was functioning within specifications and delivery accuracy.